Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2006. W1tr01 ipg, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implantable pulse generator (ipg) implant, the patient experienced an infection. The entire ipg system was explanted and, three days later, replaced on the contralateral side. Medical intervention was required as a result of this event. No further patient complications have been reported as a result of this event.